Event description:
Allegedly in (B)(6) 2011, the patient had a fever so the surgeon removed any matter from her right foot. He doubted armd issue. Revision surgery was performed almost a year later. Normal activity level.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00030, 00031. This event occurred in (B)(6).